Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (stent damage, failure to deliver the stent). (Root cause of reported event most likely related to the attempted use of the device during the procedure).

Event description:
The physician attempted to deliver a 3.5 x 26 mm resolute integrity drug-eluting stent to treat a lesion in a patient. It was reported that the stent could not cross the lesion. The device was returned to the manufacturing facility and the stent was observed to be damaged. Device evaluation: the device was returned to the manufacturing facility for evaluation. The stent had moved distally with slight overlapping of the distal marker band. Crimp impressions were evident on the proximal side of the balloon. The distal segments were raised and deformed. The transition shaft was slightly stretched and bunched just proximal to the exchange joint. The hypotube was severely kinked.